Manufacturer narrative:
Concomitant medical products: 694765 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pauses were noted on a monitor and the clinician suspected abnormal implantable cardioverter defibrillator (ICD) function. The device remains in use. No further patient complications have been reported as a result of this event.